Event description:
It was reported that a patient was hospitalized due to feeling unwell. Loss of capture due to lead dislodgement was observed on the right ventricular (rv) lead. During a revision procedure, the helix was unable to rotate and the rv lead had to be explanted and replaced to resolve event. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix clogged with blood/tissue. The reported event of failure to capture was not confirmed. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.